Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used sets with packaging were returned in connection with this complaint. Two (2) pictures were also sent back identifying the returned samples. Visual examination noted one of the samples had the backcheck valve broken off in the sidearm of the caresite valve. The returned picture noted this same defect. This set was clamped at the break and leakage tested per specification with passing results. This sample was not confirmed for leakage. No other defects were noted. The other returned set was tested for leakage and failed. This sample confirmed leakage at the sonic weld of the lp backcheck valve. No other visual defects were noted. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing leaked from the connection point of the filter and tubing. The pump was working but it was pulling blood from the IV site back up the line and leaking on the floor. The pump was stopped but it continued to leak, then all clamps on both tubings were clamped and it continued to leak. It appeared to have pressure process occurring until all fluid was drained between the clamped points. No injury reported.